Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that right ventricular (rv) lead dislodgement approximately twenty four hours after the implant procedure, high thresholds and under-sensing noted during interrogation. During rv revision, the tip never went out and/or extended. The rv was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.